Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported a patient was put on the device due to deteriorating arterial blood gasses. The v60 ventilator was set up correctly however when the device was put on the patient the fluid from the sterile water bottle entered the patient circuit and into the patient. The customer reported the patient circuit was immediately clamped.the patient desaturated, heart rate dropped to 35bpm requiring aggressive suctioning and 100 % oxygen. Medical staff was called and cxr was performed.

Manufacturer narrative:
The customer reported the v60 ventilator was "operating as it should". The customer did not provide any further information regarding this device. The manufacturer's user manual warns that an excessive flow is generated in the case of patient disconnect. The manufacturer's user manual also requires that the patient must be disconnected from the device prior to turning the machine off. The manufacturer is not responsible for the way users utilize the device beyond this point. The customer did not provide additional patient information.